Event description:
The pt went into ventricular fibrillation while being monitored in the hospital. The physician reported that he did not observe the device deliver therapy so he externally defibrillated the pt to a normal sinus rhythm. Ventritex is reporting the event as a serious injury because external defibrillation was required while the pt was in transitional care. It is unk if the device was functioning properly when the vf was observed. We have no egm's from the reported episode to indicate that the device sensed the vf. If the amplitude of the pt's wavelengths were as low or lower than the subsequent egms indicate they may have been, then the device reasonably would not have sensed the vf. The pt later died. The egms indicated that the device was sensing and treating the final episodes appropriately.